Event description:
Customer reportedly received results of 211 mg/dl and 107 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the tip during knotted suturing at the dermis because the surgeon grasped the needle tip by mistake. No fragment remains in the pt's body. There was no adverse consequence to the pt.